Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was blank. The patient stated that they set up the cycler for use ahead of time, and when they returned to the cycler to use it, they found that it was off. The power cord appeared to be securely seated on both ends. There were no issues with the outlet, and there were no recent power outages. There were no sounds coming from the ok and stop keys when pressed, and there were no lights on the ok, stop, and up/down arrow keys. The patient was unable to turn on the cycler. It was confirmed that the patient was not connected during the incident. The ts representative advised to discontinue use of the cycler and the patient was issued a replacement cycler. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient reported that the issue first occurred prior to completing their first treatment, making this an out-of-box failure. The patient confirmed they were trained to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy, and that they had capd supplies. The patient stated they would perform capd therapy until the replacement cycler arrived. Additional information was requested, however, to date a response has not been received. There was no indication that the event resulted in any patient injury or harm. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The internal inspection of the cycler showed no other discrepancies. The cycler underwent and passed a diagnostic teach pump test, a system air leak test, and a voltage check. A pre-accelerated stress test (ast) simulated treatment was performed and passed. The cycler did not power down during the treatment test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.